Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump's screen was cracked. The customer¿s blood glucose level was 120 mg/dl. The insulin pump will be returned for analysis.